Event description:
The manufacturer received information alleging an issue related to a simplygo device involving a thermal product malfunction. There was no report of patient harm or injury, and there was no report of medical intervention. The device was returned to the third-party service center. During evaluation, the debug technician noticed that the pca was burned and the piezo valve was stuck. The pca must be replaced. The sieves were clogged, and the inlet filter must be replaced as part of preventive maintenance. Due to the alleged malfunction, the device was forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation.